Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead position check failure was noted on the right atrial (ra) lead. All therapies disabled. Capture could not be confirmed and possible oversensing was noted on the current and stored electrograms (egm). An increase in thresholds was also noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.